Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. G3: date received by manufacturer ¿ additional information. G6 type of report ¿ additional information. H2: additional information/device evaluation information. H3a: device evaluated by manufacturer ¿ additional information. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information. H6: investigation conclusion ¿ additional information.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was not provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.